Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned for analysis. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Lead returned with the helix extended and stretched out of specification. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. It is suspected that the noise is due to metal on metal contact. The lead was explanted. No patient complications have been reported as a result of this event.